Event description:
A 12mm xcel reprocessed cannula from ascent healthcare solutions was opened on the sterile field for the case. The top of the cannula was loose and was not able to be snapped back together. Another cannula was consecutively opened with the same situation, but was able to be snapped together and used.